Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump shut off without any error messages. Trying different batteries did not resolve the issue. The customer was unsure of the blood glucose reading. The battery was not previously used, there were no unattended alarms, and the insulin pump had not been dropped or bumped. The customer was advised to insert a new battery and the insulin pump started up again. The customer was sent a new battery cap and was advised to monitor the insulin pump.